Event description:
It was reported that the customer received a continuous glucose monitor error 42. There was no reported impact to the customer¿s blood glucose level. Customer had not reset pump in last 24 hours for this issue, and technical support arranged for pump replacement as resolution.